Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a myosure procedure on (B)(6) 2025, that post the procedure the patient impacted with pulmonary edema. The hospital expressed concern that the procedure may have contributed to pulmonary edema. However, both the consultant surgeon and anesthetist indicated that the issue appeared to be anesthesia related rather than caused by the surgical procedure itself. Procedure duration was approximately 2-3 minutes and the final fluid deficit recorded was 300 ml. No other information is available.